Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit, but was unable to reproduce the reported issue. The fse resolved the reported issue by replacing the filter, vacuum inlet which was clogged by dust and possibly the cause of the "high temperature alarm." The fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. Patient height 171 cm. (B)(6).

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) alarmed high temperature. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated fields: b4, b6, b7, d11, g4, g7, h2, h6 (type of investigation code), h10, h11 corrected fields: g1.

Event description:
N/a